Event description:
It was reported the patient was not able to feel his leg following his scs system implant procedure. A myelogram was performed and showed a hematoma. The hematoma was removed and the lead was explanted. The following day the patient did not have movement from the waist down. Patient was sent to a rehab facility and is currently able to slightly move his feet and ankles.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.